Event description:
Reportedly, at the end of the implant procedure on (B)(6) 2018, the warning [27] stating that the device had been re-initialized one time since the beginning of life was displayed.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, at the end of the implant procedure on (B)(6) 2018, the warning [27] stating that the device had been re-initialized one time since the beginning of life was displayed.

Manufacturer narrative:
Preliminary analysis confirmed that a reset occurred during the implantation procedure performed on (B)(6) 2018. This reset was caused by an abnormal decrease of the device internal supply. Normal behavior was restored after the reset.

Event description:
Reportedly, at the end of the implant procedure on (B)(6) 2018, the warning [27] stating that the device had been re-initialized one time since the beginning of life was displayed.